Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump delivered an unprogrammed bolus. The patient did not allege any harm or injury, because of the alleged issue. The patient claimed that she had programmed the pump to deliver 3 units, but the device delivered 10 units. The patient mentioned that she noticed that the pump was taking longer than usual to deliver bolus. When she looked at the pump, the patient noted that the pump had already delivered 5 units. The patient claimed that the pump's screen showed that 10 units was delivered. A review of the bolus history revealed that 3 units of a 10 unit bolus was delivered. At the time of contact with anm, the patient's blood glucose (bg) level, was "85 mg/dl." The patient stated that she drank 4 oz. Of a soft drink when the alleged issue occurred. No medical intervention was reported by the patient. She also did not report having developed any symptoms due to the alleged issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump delivered an unprogrammed bolus. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump, and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): testing was unable to verify or duplicate the reported issue of an unprogrammed bolus. There are no 10 unit boluses observed in the pump history. The pump was exercised for 24 hours with no loss of prime. No unprogrammed boluses occurred during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Unrelated to this issue, "pump not primed" warnings observed in the black box force readings do not reach zero. Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force at 5lbs.